Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the lock on the left of the a1059 mayfield modified skull clamp was loose and would unlock with pressure. There was no known patient injury or surgery delay.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation: the reported complaint was not confirmed from the evaluation of the returned product. No issues observed from the functional testing of the device. When unit is properly positioned and put under pressure unit will function properly. The observed condition is likely caused by improperly handling /improper positioning of the device. The definite root cause cannot be reliably determined and please note the unit is beyond integra's 7 years recommended life cycle (manufactured in 2005).